Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. The cause of the high bg was unknown, and a specific bg value was not provided. A manual insulin injection was administered to address bg level. Prior to the report with tandem technical support, the customer changed the pump supplies. The customer declined to performed a pump system check with tandem technical support.